Manufacturer narrative:
It was reported that the " following catheter insertion, the foley catheter balloon deflated and the catheter fell out. The issue occurred post-catheterization and required multiple reinsertions within a 24-hour period." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Foley catheter balloon deflated and fell out post catherization."